Event description:
The following was reported by the pt's attorney: on (B)(6) 2005, pt underwent implantation of ptfe mesh. The attorney alleges the pt has and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chose and necessary activities.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. The MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the mesh caused or contribute to the reported event. The attorney report does not identify a specific device failure and medical records have not been provided. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, the mesh was not reported to be explanted. Without add'l info, no conclusion can be drawn.